Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving morphine [5 mg/ml] at a dose of 1.4 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI (magnetic resonance imaging). The pump status and event log reported motor stall occurred on (B)(6) 2017 at 23:10 and the motor stall was indicated to be active. It was confirmed that there were no electromagnetic interference (emi) or magnetic sources present. It was noted that the patient was just lying in bed when they started hearing the alarm. The representative was redirected to follow-up with a healthcare professional (hcp) to review considering silencing audible alarms, pump replacement, programming minimum rate, covering the patient with non-pump medication, and returning the pump to the manufacturer if explanted/replaced. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-06. It was reported that no cause of the motor stall was determined. It was indicated that the pump was not available for return as the facility did not allow explants to be taken from the facility. The patient¿s weight at the time of the event was 140 lbs. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the pump replacement was scheduled for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-jul-12 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding two patients who were receiving unknown drugs at unknown concentrations and dosages via implantable pumps for unknown indications for use. On (B)(6)2017, it was reported that the rep had seen two pumps that were affected by the battery performance field action. The pump had been explanted and replaced. No further complications were reported. Additional information was received on 2017-jul-19 from the manufacturer's representative. It was reported that this pump was potentially affected by the lot involved in the field corrective action. The rep noted that the pump was explanted at a site that will not release pumps for analysis.